Event description:
It was reported that some time post catheter placement, the extension legs allegedly collapsed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is inconclusive for collapsed extension legs as the product depicted in the returned photographs is not a hemostar product and is unidentified. However, both the red and the blue extension legs contained retained kinks/crimps in the clear tubing. As the photographs of the product failure depict an unknown catheter and not a hemostar, the complaint cannot be confirmed and therefore a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could no be performed. The device is not available for return. A photo has been provided for review. The investigation is currently underway.

Event description:
It was reported that some time post catheter placement, the extension legs allegedly collapsed. There was no reported patient injury.